Event description:
Pt status post pangea construct approximately 1 yr ago returned to operating room for planned removal of the hardware on (B)(6) 2012. During the removal surgeon confirmed a connector was broken at the hole where the rod goes through. Surgeon removed all hardware and pt was not revised, pt was fused. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.